Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported that their freestyle flash blood glucose monitor displayed an error 4 message. The battery icon and booklet icon were also displayed before the display screen went blank. There was no report of death, serious injury or mistreatment.